Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported on (B)(4) 2012 because the meter allegedly has apply sample issues. The issue was not resolved with troubleshooting.